Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not turn black. The device was removed completely, and the operator attempted to pull the guidewire loop, but it could not be pulled. Hemostasis was achieved via manual compression and a compression device. There was no reported patient injury. The exoseal vcd was used during an interventional procedure with a retrograde approach following a routine liver intervention. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A 5f non-cordis vascular sheath was used. The device was stored and prepared per the instructions for use (IFU). Suitability of the femoral artery, insertion angle (30¿45 degrees), and vessel diameter (=5mm) were confirmed via angiography. There were no visible calcium, plaque, access vessel tortuosity, stents near the puncture site, or stenosis greater than 50%. There was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. There was no difficulty connecting the sheath to the vcd. Pulsatile flow was observed from the bleed-back indicator, and the vcd and sheath were retracted together until bleed back slowed. The physician did not place their thumb on the plug deployment button during retraction. The indicator window showed no color change. Upon removal, the indicator wire loop was visible, with no known anomalies. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis 5f catheter sheath introducer (csi) was returned for this evaluation inserted on the unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the device since the device was received fully deployed with full window transition. The cause of the reported issue could not be determined, especially since the condition of the device received did not match the event reported. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not turn black. The device was removed completely, and the operator attempted to pull the guidewire loop, but it could not be pulled. Hemostasis was achieved via manual compression and a compression device. There was no reported patient injury. The exoseal vcd was used during an interventional procedure with a retrograde approach following a routine liver intervention. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A 5f non-cordis vascular sheath was used. The device was stored and prepared per the instructions for use (IFU). Suitability of the femoral artery, insertion angle (30¿45 degrees), and vessel diameter (=5mm) were confirmed via angiography. There were no visible calcium, plaque, access vessel tortuosity, stents near the puncture site, or stenosis greater than 50%. There was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. There was no difficulty connecting the sheath to the vcd. Pulsatile flow was observed from the bleed-back indicator, and the vcd and sheath were retracted together until bleed back slowed. The physician did not place their thumb on the plug deployment button during retraction. The indicator window showed no color change. Upon removal, the indicator wire loop was visible, with no known anomalies. The device will be returned for evaluation.